Manufacturer narrative:
(B)(4). Visual examination of the returned product shows sign of repeated use and it is fractured. All fractured pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Lot was manufactured on april 08, 2013 and has therefore been in the field for approximately 9+ years. It is unknown for how many times the device is being used. Based on the information available, root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the femoral impactor cracked during final implanting. No known impact or consequence to the patient. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. All available information has been provided.